Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was wearing out. Boston scientific technical services (ts) checked the latitude lead tests which appeared to be normal. Also, the device would not synchronized with the magnetic resonance imaging (MRI) machine. As of this time, this device/lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was wearing out. Boston scientific technical services (ts) checked the latitude lead tests which appeared to be normal. Also, the device would not synchronized with the magnetic resonance imaging (MRI) machine. As of this time, this lead remains in service. No adverse patient effects were reported.